Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing in response to an incorrect interpretation of signal of supraventricular tachycardia. No intervention has been performed at this time. The patient was stable and will continue to be monitored.